Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. That episode and an atrial fibrillation (af) episode showed oversensing of non-physiologic artifacts with a baseline shift and loss of signal amplitude. This kind of artifact is a result of sudden changes in the impedance pathway, which can be caused by lead impairment, incomplete lead insertion, or other disturbances of the contact in the device header. The inappropriate shock was delivered in the primary vector. The field representative reported similar artifact was able to be recreated by manipulating the device. The artifact was not reproduced in the secondary vector. X-rays were reviewed and showed complete insertion of the terminal pin into the device header; no anomaly along the electrode body could be visualized. It was suspected the noise was due to a contact disturbance in the header and could be mitigated by keeping the secondary vector as it does not use the sense b node. No adverse patient effects were reported. The device remains implanted and in service.